Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the sample device was not returned. Therefore, the subject device cannot be assessed for any deficiency. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the complete discontinuation of cpb and removal of cannulae. If there is evidence of intervention required after complete discontinuation of cpb and removal of cannulae (for example leaflet not coapting), this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure. In this case, per the health-care provider,"the bleeding issue was detected when the patient was already completely detached from the cardiopulmonary bypass machine and they were about to close the partial sternotomy." The health-care provider also added "the event was not due to a problem or fault related to the valve itself." Additionally, the new valve implanted was one size smaller than the explanted valve. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Based on the follow-up with the health-care povider, "the valve was explanted perioperatively due to bleeding originating from the aortic root. Following repair a new valve was inserted. The event was not due to a problem or fault related to the valve itself." Additionally, "the bleeding issue was detected when the patient was already completely detached from cardiopulmonary bypass machine and they were about to close the partial sternotomy." There have not been any allegations of a product malfunction or quality deficiency. No other details provided.